Manufacturer narrative:
(B)(4). Concomitant medical devices - magnum modular head # item 157448, lot 363250; unk liner; unk stem. Reported event was confirmed by review of operative notes and x-rays. Operative notes shows that the patient presented with flipped cup with gross loosening and acetabular wear. Stem well fixed, acetabular was found grossly loose and removed. No complications and no infection was noted in op notes. X-ray review shows that there is radiolucency along the superior aspect of the initial acetabular cup which persists and is more prominent along the superior aspect of the revised acetabular cup with screw fixation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Contributing factors for the event could be the 6 month history of falls. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery eight months post initial surgery due to acetabular loosening and wear. Patient suffered from pain with 6-month history of multiple falls.